Event description:
A customer reported a low blood glucose issue while updating their pump settings, noting values in the range of 40-50 mg/dl. The customer manually stopped insulin on the pump and consumed carbohydrates, and there was no requirement for third-party assistance. Tandem technical support helped the customer adjust the basal rate and carb ratio settings, and the customer had already consulted with their healthcare provider.